Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm, a failed battery test alarm and display was partially blank. Customer's blood glucose was 107 mg/dl. Customer reported that battery icon was empty and battery was changed. Customer reported that the time nor reservoir icon could be seen on display screen, only a black circle and battery icon. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.